Manufacturer narrative:
The device was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. Review of log files revealed normal parameters for the last 14 days up to (B)(6) 2017. On-site inspection of the driveline cable revealed new cracks in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. The most likely root cause of the driveline sheath damage is exposure to uv light. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that cracks were observed along the driveline. Old repairs were removed and new repair performed.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline sheath was damaged due to general wear. The driveline sheath was temporarily repaired. Servicing to be performed when the patient is available. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.